Event description:
On (B) (6) 2010, I was using a doctor prescribed and tricare approved duet 2 channel interferential stimulator manufactured by phoenix medical devices - (B) (4)- for treatment of chronic lower back pain. I fell asleep during a session and was suddenly awakened by severe pain coming from under the gel foam electrode on my left side. I tried to turn off the unit and there was no response. I had to pull the electrode out of the unit to get the current to stop flowing. I sustained a third degree sub-cutaneous burn to the left lower side of my lower back and one half inch long by one half inch wide. I went to see a doctor for the burn and was immediately sent to the wound care center for treatment. The wound is going to take several months to heal. I'm in constant excruciating pain because of the location of the injury. The pain is compounded by the ongoing back pain and the inability to use any therapeutic devices because of the location of the wound. Pictures were taken of the wound rec'd and are available upon request. It seems to me that this device should have something installed that would prevent a power surge of this magnitude. I contacted the local medical supply company that I received the device from. They immediately sent a postage paid package to send the unit back to the MFR. My husband went to the FDA website and found several letters of concern from the FDA on the lack of responses from consumer complaints as well as warning letters from the FDA for failure to follow FDA guidelines issued to phoenix medical devices about the duet stimulator I used. We have decided to hold off sending the unit back to the MFR until we receive guidance from the FDA. This unit is definitely a hazard to use. If I rec'd such a bad wound from this device, it should be taken off the market and everyone using this device should be immediately notified to discontinue use. The MFR should also be held accountable for knowingly distributing defective products. Route: im. Diagnosis or reason for use: lower back pain.